Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient came into the clinic with complaints of lightheadedness. In clinic it was found that this patient's right ventricular (rv) lead exhibited noise that was reproducible with isometrics, high pacing threshold measurements, loss of capture with no asystole, and high out of range pace impedance measurements. The rv lead was surgically abandoned and replaced. Fluoroscopy was performed but did not result in any findings, and the lead-header connections were checked during the procedure and appeared normal. This pacemaker remains in service. No additional adverse patient effects were reported.